Event description:
It was reported that the customer's insulin pump had a keypad anomaly. The act and down arrow buttons were stuck. His blood glucose level was above 124 mg/dl. He received a button error alarm. The scroll bar was moving with no input. He was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
No button error alarm. Intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, and reservoir tube cracked. Numbers did not ramp up on its own or scroll bar moving with no input.